Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed evidence of contamination under all key contacts. The keypad flex was observed to be damaged and peeling off from the base. The keypad buttons were responding appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination under all button key contacts. This report is made based on results of investigation completed on (B)(4) 2013.